Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The fuse was replaced on the mobile view station (mvs) power board, and then the system booted up like normal. The imaging system then passed the system checkout and was found to be fully functional. No parts were returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mobile view station (mvs) could not boot up like normal. There was no patient present when this issue was observed.